Manufacturer narrative:
H3) a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not known at the time of report. Concomitant medical products: other relevant device(s) are: product ID: bi-500-01145, o-arm software, version#: 4.2.0 section e: initial reporter's name was unknown at the time of report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system device used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues manually transferring an exam to the navigation system. It had a nav tag on it, but would not send over. It is suspected that the 3d button was not held down the entire time the first spin was taken, so it was not a navigated spin. It was later noted that the spin was transferring to the navigation system, however, it was taking longer than expected. Because of this, while it was still transferring, the site moved the gantry into position for the next spin. The automatic transfer failed and they were unable to manually transfer (there was a nav tag). When attempting to manually transfer the spin to a different navigation system, it was able to transfer, however, automatic registration was lost because it was a different system. There was a less than 1-hour delay to the procedure and no impact on patient outcome. There was 1 unused standard spin. Additional information was received and it was noted that probable cause was likely that sometimes if the operator moves the imaging system while in the middle of processing and sending the images, the file gets corrupted. If this happens, the image cannot recover the file and have to acquire a new image. The user acquired a new scan (new registration) and the issue was resolved. The issue couldn¿t be reproduced and the systems are working as intended.